Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient's correct date of birth was (B)(6) 1968 and that the patient's age at the time of the event was 51-years old per the new date of birth. In addition, it was found that the patient has undergone bilateral replacement with the following devices: (right) 450cc mentor smooth round moderate plus profile saline catalog: 3502450 lot: 7408671 sn: (B)(4) and (left) 450cc mentor smooth round moderate plus profile saline catalog: 3502450 lot: 7297034 sn: (B)(4). Lastly, mentor also became aware that during the explantation surgery, the patient's operating doctor noted that, the right breast capsule was thick and must have had capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/9/2020, the product investigation was updated to have the following added: postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It is possible the ruptures were caused by the stress occasioned to the shell by the capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/7/2019, the mentor failure analysis lab has received the device for evaluation. On 10/25/2019, the product investigation was completed. Device investigation summary: during visual evaluation a crease was observed, also a tear was noted within the crease on the anterior view of the implant, measuring approximately 0.1 cm, also were found 2 (two) tears b and c on anterior view measuring approximately both of them 0.7 cm. Microscopic examination was performed. No evidence of instrument damage was observed in the edges of the ruptures b and c. No other anomalies were discovered. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: (left) 425cc mentor smooth round moderate plus profile saline catalog: 3502425 lot: 6575552 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with two 425cc mentor smooth round moderate plus profile saline breast prostheses, suffered deflation on the right side, post-operatively. As a result, the patient underwent implant explantation on (B)(6) 2019.